Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.

Event description:
The reporter stated that during implantation in a spinal surgery procedure indicated for large posterior disc herniation and degenerative disc disease, the cross connector from the coral degenerative pedicle screw set disassociated into two pieces. There was no adverse outcome for the patient. The surgeon removed the implant and replaced the broken implant with a new one. The procedure performed was a l3 to l5 vertebral fusion with interbody replacement at l4-l5. The complaint sample is available to be returned for evaluation.